Event description:
Caller stated that they can hear the pump running but nothing was dripped out. The bag was changed, the pump was shut off and restarted, but still having the same problem and no alarm going off. Pump was not hooked to the pt.

Manufacturer narrative:
Contact attempts were made to obtain more details regarding to the event with no response. Device was not returned. Complaint could not be duplicated.